Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2018 that the top round part of the oral-b power oral care refills dual action brush set 4ct fell out into his mouth. The brush head had been used for about 10 days. He reported this happened with 4 brush heads from the same pack. No symptoms were reported. The consumer had previously used this version of brush head. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.